Manufacturer narrative:
Additional information was received indicating that the event occurred during a routine preventive maintenance testing and no patient was involved in the event.

Manufacturer narrative:
One smiths medical cadd solis vip pump was returned for analysis in a good condition. During analysis, the customer's stated problem was not verified. Inspected the pump and performed functional test, the pump passed the tests. Event log history was performed and showed high alarm cassette not attached properly around the time of the complaint. Service recommended that the downstream occlusion sensor be replaced as a preventative measure. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited constant cassette not attached alarm. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.